Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the stapler revealed that the sample was returned with the staples misaligned. The sample appears used as there was biological material found on the device. The stapler was returned with 33 staples left in the cover block indicating that at least 2 were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Several more attempts were made, but no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was opened to further investigate jamming and misalignment issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in.". It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate jamming and misalignment issues. The reported complaint of "misfire/jamming - misaligned staples" was confirmed based upon the sample received. The sample was returned with misaligned staples in the device. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. It could not be determined what caused the staples to misalign. No further damages were found. CAPA 40009409 was previously opened by the manufacturing site to further investigate jamming and misalignment issues.

Event description:
It was reported that (B)(6) 2020 in (B)(6) hospital the fifth staple could not be fired during usage on the patient after 4 staples was fired for left quadrant mastectomy.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c1900573 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
It was reported that (B)(6) 2020 in (B)(6) hospital the fifth staple could not be fired during usage on the patient after 4 staples was fired for left quadrant mastectomy.